Event description:
The pt received his scs system on (B)(6) 2011 including an ipg. It was reported the pt was in a fight that resulted in his ipg pocket/wound opening up. No signs of infection were observed. As a result, the pt's scs system was explanted.

Manufacturer narrative:
Evaluation: results: the ipg was received without any visual anomalies. The device was not tested because there was no alleged device failure to meet specification. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.